Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: the grip part to roticulate and outer cylinder were disengaged. Used other device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.